Manufacturer narrative:
Suspect medical device, upon further review, this complaint has been associated with remedial action recall 1415939-05/30/12-002-r for the architect (B)(4) reagents, therefore, the lot number of the suspect medical device was changed from lot 05809m500 from the initial medwatch submission to recalled lot 08851m500 in this follow up submission. (B)(4). Evaluation of the issue revealed that the conjugate component of the architect (B)(4) affected reagent lots contributed to elevated (B)(4) patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect (B)(4) reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.

Event description:
The customer observed lower than expected performance of the architect ca19-9xr controls when reagent lot 05809m500 was in use. The customer also generated five low patient results with reagent lot 05809m500 in comparison to reagent lot 08854m500. The customer provided the following example of discrepant ca19-9 xr results in u/ml: sid (B)(4) initial results with reagent lot 05809m500 = 50.10 and 54.39, respectively. Repeat testing with reagent lot 08851m500 generated results of 138.07 and 152.85 u/ml, respectively. Abbott field service was dispatched to the customer facility where replacement and calibration of the sample and reagent probes was performed. The instrument was working within specifications following service to the analyzer and replacement of reagent lot 05809m500 with reagent lot 08851m500. There was no impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.